Event description:
A customer reported deficient aspiration during a cataract with iol (intraocular lens) implant procedure. The customer troubleshot by replacing the cassette, tip, and handpiece. After a 25 minute delay, the procedure was able to be completed with the same system. There was no harm to the pt.

Manufacturer narrative:
The facility called a technical support specialist (tss) to assist with troubleshooting. The tss walked the customer through performance of vacuum efficiency tests. The tests were performed satisfactorily and the vacuum reached 655 mmhg. The system was functioning normally. The facility did not request service. No samples were returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicated or confirm the reported event. The root cause is unknown at this time. (B)(4).